Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two months and seventeen days post an dialysis catheter placement, the tubing allegedly got broke. The procedure was completed by another device. There was no reported patient injury.

Event description:
It was reported that approximately two months and seventeen days post an dialysis catheter placement, the tubing allegedly got broke. The procedure was completed by another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one glidepath d/l catheter was returned for evaluation and one video was provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A split was noted on the distal portion of the red luer extension leg, proximal to the bifurcate. The video shows leakage from the split. Therefore, the investigation is confirmed for the reported fracture and identified fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not indicate degradation or loss of efficacy, a retain sample analysis is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one glidepath d/l catheter was returned for evaluation, and one video was provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A split was noted on the distal portion of the red luer extension leg, proximal to the bifurcate and discoloration was observed throughout the catheter. The video shows leakage from the split. Therefore, the investigation is confirmed for the reported fracture and identified fluid leak and discoloration issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, result). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a dialysis catheter placement procedure by using glidepath. It was reported that approximately two months and seventeen days post an dialysis catheter placement, the tubing allegedly got broke. The procedure was completed by another device. There was no reported patient injury.